Manufacturer narrative:
Review of patient history and nalu records found no previous reports of any loss of therapy or other issues reported by this patient. The physician who determined migration was not the implanting physician and the firm was not notified of any issue prior to the decision to explant. There have been no imaging results shared with the firm and no details around any external trauma or other physical factors that may have contributed to movement of the leads. Migration of implanted components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. On (B)(6) 2024 a full system explant was performed. The explanting physician shared that the implanted leads had migrated significantly and that the patient was planning to have a new system implanted when able.